Event description:
Customer's husband reported, customer was hospitalized for high blood glucose. Troubleshooting was not performed at time of call. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.